Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the stent delivery wire was perforating out through the microcatheter. Functional analysis of the device was unable to be performed as the stent was jammed in the microcatheter and was removed by cutting the microcatheter; however, a dimensional check was performed and the microcatheter was found to be within specifications. From the information available, there was moderate tortuosity within the vasculature of the patient. This likely contributed to the unexpected movement of the device which in turn likely caused the catheter friction experienced. The dfu states: "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the microcatheter or guidewire against resistance could dislodge a clot, perforate a vessel wall, or damage microcatheter and guidewire. In severe cases, tip separation of the microcatheter or guidewire may occur." It was reported that the physician made several attempts to advance after experiencing resistance. It is likely that this led to the damage sustained to the device; therefore, an assignable cause of user error was assigned to the event.

Event description:
It was reported that during advancement of the microcatheter (subject device) with a stent inside to the target cavernous internal carotid artery (ica) aneurysm, the microcatheter unexpectedly slipped down and the physician felt resistance advancing the stent delivery wire (sdw) through the microcatheter. After several attempts to advance the microcatheter; the microcatheter and the stent delivery system were removed from the patient as one unit. After both devices were removed, it was noticed that the sdw perforated the microcatheter shaft resulting in a hole in the microcatheter shaft. The sdw was herniated through this hole out and "coiled" outside of the 20cm distal portion of the microcatheter. The procedure was competed with another stent and microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
The event was reported to stryker under the neuroform atlas investigational device exemption (ide) study, (B)(4). The neuroform atlas device is not approved and commercially sold in the USA.

Event description:
It was reported that during advancement of the microcatheter (subject device) with a stent inside to the target cavernous internal carotid artery (ica) aneurysm, the microcatheter unexpectedly slipped down and the physician felt resistance advancing the stent delivery wire (sdw) through the microcatheter. After several attempts to advance the microcatheter; the microcatheter and the stent delivery system were removed from the patient as one unit. After both devices were removed, it was noticed that the sdw perforated the microcatheter shaft resulting in a hole in the microcatheter shaft. The sdw was herniated through this hole out and "coiled" outside of the 20cm distal portion of the microcatheter. The procedure was competed with another stent and microcatheter. There was no clinical consequence to the patient.